Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture with extracapsular leakage and lymph node infiltration."

Event description:
Healthcare professional reported left side "shows irregular contour of implants [¿] rupture with extracapsular leakage and lymph node infiltration." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. Device photo analysis: visual analysis of the photographs identified broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.